Event description:
It was reported that there were several inappropriate noise entries that had been captured. The parameter on the lead was reprogrammed and the issue had been resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there were several inappropriate noise entries that had been captured. The parameter on the lead was reprogrammed and the issue had been resolved. The lead remains in use. It was further reported that the lead noise continued and the lead had varying impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the distal conductor was distorted and the inner tubing was kinked/buckled. The outer insulation had a white substance on it and had a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and there was tissue on the helix. The lead was stretched. Visual analysis noted that there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.